Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced a loss of stimulation. There was a revision/replacement of the lead. It was noted that the neurostimulator was twisted so many times that the lead had split in half. See manufacturer report # 3004209178201006521 for subsequent issue of high and low impedances, no stimulation sensation, and lack of effect on different neurostimulator system.